Manufacturer narrative:
Continuation of d11: product ID: 3889-28; lot# va25hvc; implanted: on (B)(6) 2020; explanted: on (B)(6) 2020; product type: lead; b3: the healthcare provider fax received on (B)(6) 2020 was reviewed and revised to, "additional information was received from a healthcare professional (hcp). The hcp reported that the patient had a litany of neurologic complaints and they did not know why the implanted device resolved the patient's pain. The hcp wrote that the device had become infected and was explanted." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the lead was the device which had become infected. When asked for clarification on their patient's neurologic complaints and whether or not they were related to the device/therapy, they replied it was unclear. The patient claimed their leg pain resolved after lead insertion, but the healthcare provider could not say with any certainty that the true cause was the device or psychologic in nature.

Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated. B3: event date is approximate (year valid). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that their first implant had worked fine initially, but reiterated it had become infected. They felt a lump where the wire was the day after their follow up appointment and the next morning, it was inflamed. They called their healthcare provider and were directed to come in and were diagnosed with an infection. The system was removed and they were told to wait three months before they could get a new system. This occurred on (B)(6) 2020. They noticed the difference in symptom control when the first system was removed and had to wait for a new system. The infection cleared and they received their new system on (B)(6) 2020.

Manufacturer narrative:
Event date of infection is unknown at this time. Concomitant medical products: product ID 3889-28, serial# unknown, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient said her device was implanted for bladder and bowel, but it was also helping with pain in her right leg. The patient said that the device was implanted on the right side. She started having cramping on the left side of her back where her muscle is. The patient said that she started having radiating pain down her arm but that now the pain was gone. She said that the device seemed to be awakening the nerves in her arm and leg. Patient services reviewed device function. The patient did not want to turn off stim. No further complications were reported at this time. On (B)(6) 2020 (rep): no new information additional information was received from a healthcare professional (hcp). The hcp reported that the patient had a (illegible) of neuro loss complaints and they did not know why the implanted device resolved the patient's (illegible). The hcp wrote that the device had become infected and was explanted.